Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, the pacemaker exhibited a failure to capture. No intervention was performed. There were no patient consequences and the patient will continue to be monitored.